Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer called an ambulance was transported to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 1251 mg/dl; cause was unknown. Reportedly, the customer was in diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 5 days later, (B)(6) 2024 with the issue resolved and no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended. Ultimately, the customer reverted to an alternate method of insulin.